Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect following a fall. No pt symptoms were reported. The pt was referred to their health care provider. Additional info has been requested, a follow-up report will be sent if additional info becomes available.